Event description:
It is reported that a customer experienced high blood glucose of 440 mg/dl. The customer was treated for the high blood glucose with her insulin pump. The customer had issues finding a good spot for insertion of the needle due to scare tissue. The customer was advised to use the back of the arm or lower back. The customer also had a bent cannula attached to her insulin pump. The customer was assisted with trouble shooting and was advised that the high blood glucose could have resulted from site/set issue. The customer understood and will monitor the device for any future issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.